Event description:
The customer reported generation of ten (10) false low ise (ion selective electrode) patient results which includes sodium (na), potassium (k), and chloride (cl) involving the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and suspected the cables on the sample transfer were defective. The fse replaced the ise sample transfer assembly which resolved the issue. Section a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter phone number is (B)(6). Section h6: component code 4756 is used for the carbon bridge beckman coulter internal identifier is case-(B)(4).